Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 152 mg/dl. The customer stated that she is sitting in chairs on the beach, took a bolus of 0.4 units to take, 10 minutes later the device was vibrating and buzzing. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.